Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement was performed on a patient supported with an intra-aortic balloon pump (iabp). The patient had a history of severe aortic stenosis with a pre-op ef of 13%. This 25 mm sjm trifecta valve was implanted with no issues. On (B)(6) 2016, the iabp was removed and the right coronary cusp of the trifecta valve was noted to be immobile and in the closed position with no leakage observed. The patient was asymptomatic with peak velocity 1.3m/s, mean pressure gradient 4mmhg and the ef was 21%. It was assumed that thrombus formed on the valve, therefore, heparin and aspirin were administered in addition to warfarin. On (B)(6) 2016, echo confirmed the right coronary cusp was mobile.